Manufacturer narrative:
Qn#: (B)(4). Potential lot numbers - 71f19d1771 and 71f19d2301.

Event description:
The extension line is leaking during use.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided one video for evaluation. The video confirmed the proximal extension line leaked near the luer hub when being flushed using a syringe. However, a full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by evaluation of the customer-supplied video. The proximal extension line appeared to be leaking near the luer hub. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The extension line is leaking during use.